Event description:
Pt underwent fusion at l4-s1 and subsequent tplif at adjacent level l3-l4. Pt complained of pain. X-rays showed non-union at right l5-s1 and loose click'x locking cap. Pseudoarthrosis noted at right s1. Pt re-instrumented at l3-s1. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.